Manufacturer narrative:
This report is being supplemented to provide results from the legal manufacturer's final investigation based on the device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. No image output and front panel blackout/blinking issue was not found during the inspection. Minor dust inside the unit requires cleaning. The device is working good as per olympus standard. Based on the results of the additional investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, and the phenomenon was not reproduced, thus, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The field service engineer reported to olympus, the visera elite ii video system center produced no image and the front panel was blinking and did not light up. The issue was found during maintenance. There were no reports of patient harm.